Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device#3) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis¿. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel(device #3). An additional emdr was submitted to represent the bard/davol composix kugel(device #2). An additional emdr was submitted to represent the bard/davol composix kugel(device #1).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent repair of ventral hernias. It is alleged that an a composix kuge (device #1), and composix kugel(device #2) , as well as a composix kugel hernia patch size large (device #3), were implanted in patient during this repair. On (B)(6) 2017:the patient underwent surgery to remove the infected composix kugel(device #1, device #2 and device #3) . It is alleged that during the surgery, the surgeon noted, "explanted mesh in multiple pieces and a portion of small bowel that was attached to the mesh" and "upper midline wound with exposed mesh that was heaped up and coming out of the wound". The composix kugel(device #1, device #2 and device #3) implanted in the patient failed to reasonably perform as intended. The composix kugel(device #1, device #2 and device #3) caused serious injury and had to be surgically removed via invasive surgery. It is alleged that the patient continues to experience complications related to the composix kugel(device #1, device #2 and device #3) and will likely require additional surgeries to repair the damage from the "defective" product. The composix kugel(device #1, device #2 and device #3) implanted in the patient failed to reasonably perform as intended and allegedly caused serious injury, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.